Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4)number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events captured in mw reports 2210968-2019-88650.

Event description:
It was reported that a patient underwent surgical intervention for finger tip remodeling on (B)(6) 2019 and suture was used. Suture was used to close the wound, and as the incision was closed, it frayed. The suture was removed, a second suture was used, and it had the same issue. Another device was used so the procedure could be completed. There was no adverse consequence to the patient reported.